Manufacturer narrative:
(B)(6). One cadd legacy 1 pump was returned for analysis in good physical condition. The event history log was unable to be downloaded. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The backup cpaacitor was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd-legacy 1 pump displayed an error code 1720. There was no patient involvement, the event occurred during routine testing.